Manufacturer narrative:
(B)(4). The scaffold remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The 3.0x18 absorb gt1 is being filed under a separate medwatch report.

Event description:
It was reported that the patient presented with a st-elevated myocardial infarction (stemi). The procedure was to treat a lesion located in the left anterior descending (lad) artery. Two absorb gt1 scaffolds were implanted; one 3.0x18 and one unspecified size. The patient was placed on dual anti-platelet therapy (dapt). One year later, the patient came back to the hospital with a target vessel myocardial infarction and in-scaffold thrombosis was found within both absorb gt1 scaffolds. The thrombosis was treated with balloon angioplasty. The patient reportedly died at a later date due to septicemia. The patient was confirmed to have been compliant with their dapt. No additional information was provided.

Manufacturer narrative:
(B)(4). UDI#: in the absence of a reported part number, the UDI cannot be calculated. There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot numbers were not provided. The reported patient effects of myocardial infarction and thrombosis, as listed in the absorb gt1 instructions for use are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.